Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, and force sensor test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Perform the history review 2 days from the event date (B)(6) 2025 in the pump history file and found no nodelivery (7) alarms or any other unexpected alarms/alerts. The following were noted during visual inspection: minor scratched display window, scratched window display cover, scratched case, cracked battery tube threads, cracked case at battery tube side, cracked case corner belt clip rails, broken belt clip rail, stained keypad overlay, texture damage at keypad overlay, partially broken retainer ring, pillowing keypad overlay, cracked keypad overlay at select button, missing serial number label, and scratched keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and force sensor. No damage noted on the motor. The test p-cap and reservoir locked properly into reservoir compartment during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Damage-retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insulin flow block alarm. The customer reported no adverse event. The event involved product(s) mmt-864a, mmt-1880, mmt-332a. Troubleshooting was partially performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-864a. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-332a.